Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6)-2011 from a consumer (age and gender unspecified) reporting on self from the united states.on an unspecified date, about three years ago, the consumer started using reach johnson &amp; johnson floss, mint waxed for dental cleaning (route-dental, lot number, frequency and expiration date unspecified). After an unspecified duration, metal cutter came out and consumer had to tape it.this report had no adverse event and the action taken with the device was unknown.this report was considered a reportable malfunction case.